Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump failed volume testing. It was reported the volume test failed under delivering during biomed routine testing and the liquid used was h2o. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The chassis has some fluid ingression around the downstream occlusion sensor and air detector. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.